Manufacturer narrative:
The device is expected to be returned, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer's father provided assistance with administering a manual injection to address bg. The customer reverted to an alternate method in insulin therapy.